Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 153 mg/dl. Customer stated that she tried to bolus and the number kept scrolling. Customer removed the battery and put it back in, but then received a button error. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).